Event description:
It was reported that the pump battery was depleting too quickly. There was no information available regarding any impact on the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.